Event description:
It was reported that when the packaging was opened, a bug was noticed in the line. The device was not used on the patient. No patient complications reported.

Manufacturer narrative:
We received one male/female pressure tubing in open original package for examination. A dark brown particulate was found attached or partially embedded to the inner surface of the pressure tubing, approximately 95cm from tubing female connector. The particulate was approximately 3mmx1mm in size. The particulate was firmly attached or partially embedded to the surface of the tubing and had to be removed by the scalpel. The particulate appeared to be consistent with burn pvc that had been attached to tubing surface during extrusion process. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplement report will be forthcoming when the device history is complete.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.